Event description:
The reporter indicated that on 6/12/98 the device exhibited a sudden increase in pacing threshold and pacing failure was observed. Under both unipolar and bipolar configurations, lead impedance was shown as "high ohms." An intermittent fracture was suspected by the doctor, and the lead was to be monitored. On 8/31/98, the same anomalies were observed, but a pacing threshold was obtained during a threshold test. According to the doctor's request, the lead was explanted and replaced.